Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented for preoperative medicine evaluation. Patient reports low back pain. Impression: chronic tobaccoism. Chronic low back pain. Degenerative disk disease. (B)(6) 2008: patient was admitted due to severe degenerative lumbar disc disease with diskogenic pain l5-s1. He has severe limited range of motion in all planes secondary to pain and displays multiple hitches and dysrhythmias when performing these maneuvers. His deep tendon reflexes are trace to absent in his lower extremities. Radiographic studies: the patient has a magnetic resonance imaging scan of the lumbar which demonstrates severe degenerative disc disease with disc space collapse and herniated nucleus pulposus at l5-s1. He has modic endplate changes at this level. The other levels appear entirely normal. Impression: severe degenerative lumbar disc disease l5-s1 with herniated nucleus pulposus. Following procedures were performed: bilateral laminectomy, facetectomy, and foraminotomy for decompression at l5-s1. Bilateral discectomy for decompression at l5-s1. Posterior lumbar interbody fusion (plif) at l5-s1. Harvest of local bone. Posterolateral fusion l5-s1. Segmental fixation with legacy pedicle screws and rods at l5-s1. Use of intraoperative fluoroscopy. Use of intraoperative emg monitoring. Per op notes "...epstein curettes, pituitary rongeurs, and tooth curettes were used to perform a complete bilateral discectomy. An inge distractor was applied and two 8 x 20 mm peek interbody cages packed with allograft bone croutons and the patient's own blood .products were placed in the l5-s1 disc space and countersunk appropriately. Attention was then turned to placement of the pedicle screws appropriate entry points were identified and drilled using a high-speed drill. A steffee probe was used to probe the pedicles of l5 and s1 under lateral fluoroscopic guidance. Each pedicle was tapped using a 5.5 mm tap and 5.5 x 40 mm pedicle screws were placed in the pedicles of l5 as well as the right si pedicle and 6.5 x 35 mm was placed in the left s1 pedicle. Excellent purchase was obtained with all screws and all screws were placed under lateral fluoroscopic guidance. Attention was then turned to intraoperative emg stimulation. The right s1 root was stimulated as a control and stimulated to less than 2milliamps. All screws were subsequently stimulated. There was no response to stimulation of any of the screws. The sacral screws had some stimulation but they were felt to have bicortical purchase, two rods were cut to the appropriate length, given a lordotic shape, and seated in the variable-angle screw heads. Top-loading nuts: were applied and each side was tightened under gentle compression. The top-loading nuts were sheared according to manufacturer specification. Prior to screw placement, the transverse processes and sacral ala had been decorticated using a high-speed drill. Laminectomy products, which had been freed from soft tissue and morselized, were rolled in bone morphogenic protein impregnated sponges and placed in the intertransverse region bilaterally. Remaining laminectomy products were also placed in the intertransverse region bilaterally." Patient underwent intraoperative x-ray of lumbar spine. Findings: the patient is status post plif at the l5-s1 level. The bilateral pedicle screw fixations are in their expected position and the disc space bone plug markers are centered within the disc space. As per intraoperative lumbar spine spine report there is absence of untoward, secondary effects on the posterior tibial and ulnar nerve pathways as a consequence of surgical procedure. The lack of sustained emg activity suggests the absence of lumbar root disturbance. (B)(6) 2008: patient was discharged. (B)(6) 2008: patient presented for office visit. Patient presented with preoperative diagnosis of lumbar radiculopathy and status post laminectomy with posterior fixation and underwent following procedure: left s1 transforaminal epidural steroid injection under fluoroscopy. Patient complains of sleep disturbances and pain which is described as throbbing and stabbing. (B)(6) 2009: patient underwent x-ray of lumbar spine due to lumbar radiculopathy and lumbar spondylosis . Impressions: postoperative changes l5-s1. Questionable spondylolysis at this level. Questionable disk space instability at l4-5. (B)(6) 2010: patient underwent MRI of lumbar spine due to back pain and low left flank pain. Impression: postoperative changes l5-s1. There may be some ingrowth of postoperative fibrotic tissue into the right lateral spinal canal without deformity of the thecal sac. No residual or recurrent disc pathology is seen. No central spinal or foraminal stenosis noted. Surgical hardware appears intact. Although difficult to visualize, the left sided trans-pedicular screw at l5 may be medial in position. (B)(6) 2012: patient was admitted with diagnosis of lumbago. Patient underwent x-ray of lumbar spine (ap and lateral and extension). Symptoms: previous lumbar fusion and recent mva. Impression: post operative changes are seen of the lumbar supine. Asymmetry of screw placement is noted at s1. The status of arthrodesis at l5-s1 is uncertain. (B)(6) 2012: patient was admitted with diagnosis of degeneration of lumbar or lumbosacral intervertebral disc. Patient underwent CT of lumbar spine due to failed lumbar fusion, back pain and bilateral leg pain. Impression: postoperative changes at l5-s1. Intradiscal fracturing and at least partial inter-body fusion failure is suspect at this level. Degenerative changes seen at l4-5 with early reductions of dural diameter.